Event description:
Recently her device showed elective replacement interval and because of the lead being under advisory, a fluoroscopy and venogram was performed. Fluoroscopy showed that there was externalized conductor of the lead and the venogram showed the presence of open subclavian vein with minor stenoses. The patient was presented with the options of extraction or abandonment of the lead. By abandoning the lead providing that we were able to place a new rv lead a low risk procedure, there might be potential problems with infection, lead interaction and difficulty of putting extra leads in the future should there be an indication. On the other hand, the lead extraction, although more risky procedure upfront, would minimize the above mentioned challenges. Risks involved with the extraction were discussed and are not limited to: vascular or myocardial tear requiring prompt intervention, inability to extract the lead, migration of the leads with associated embolic phenomena. The risk of complications was thought to be about 3 to 5% and it was discussed that there was 0.5 to 2.2% mortality risk with the procedure. After contemplating her options, the patient opted to proceed with lead extraction.procedure note: the right ventricular lead was very scarred in and took a good deal of traction and some cutting with the scalpel. Visual inspection of the lead shows deterioration of the lead wires. From op report: the patient was brought to the cardiac operating room and intubated and draped for sterile cardiac surgery. With sonosite guidance, a 6 fr. Sheath was introduced into the right common femoral vein for possible pacing support and a 9 fr sheath placed in the left common femoral vein which was used by anesthesia to provide medications. Subsequently an incision was made over the device and the device was exteriorized along with the leads. There was a significant amount of scar noted and the leads were prepared and freed down to their insertion point. Subsequently a stiff stylet was introduced in the right atrial lead and the riata lead was prepared for extraction. The yolk was cut. A locking stylet was introduced into the lead. A suture was placed on the lead and on the conductors and a 16 fr guidelight laser sheath was used. Using counter traction we proceeded with lasing over the lead. After the application of laser, the sheath was introduced into the innominate vein. Using counter traction, further lasing was performed. The distal coil was now freed from the svc/innominate junction and the sheath was at the svc/ra junction. At that point a drop in the blood pressure was noted from mid 90s to 70's. The transesophageal probe which was present from the beginning of the case used to survey the heart. There was no pericardial effusion and there was no change in ventricular function, right or left. On repositioning the probe, there was concern of external pressure over the right atrium. At that time fluids, blood and pressors was given to temporize the condition. The cardiac surgeon performed an sternotomy due to concern for vascular tear. He confirmed the absence of blood into the pericardium. Exploration of the right chest showed mushrooming out of blood and blood in the right chest confirming the diagnosis of scv tear. (Massive tear of innominate vein, superior vena cava and subclavian veins). The patient was transferred to ccu post operatively and now is hemodynamically stable on the cardiac floor.